Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6f non-bsc introducer sheath was introduced. A non-bsc guidewire was advanced to cross the lesion followed by stent implantation of an epic stent. Following stent implantation, a 7.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. The first and second dilatation was performed at 14 atmospheres. However, upon the third inflation, the balloon ruptured at 14 atmospheres after a duration of 90 seconds. There was no kink noted on the device prior to use nor resistance during the procedure. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.